Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported the patient was hospitalized for hyperglycemia while using the infusion set. The patient alleged the cannula was bent which caused the hyperglycemia. The blood glucose results at the hospital were unknown. The type of treatment administered to the patient was unknown. It was not provided how long the patient was in the hospital. The patient was not able to provide the details of the event. The infusion set lot number was not provided. The infusion set was discarded; therefore, no product could be requested to be returned for product evaluation.